Event description:
An individual contacted customer service on behalf of a (B)(6) customer. The caller alleged the customer received a blood glucose reading of 400 mg/dl using his contour link meter. He was feeling hyperglycemic, so he want to the hospital. About an hour later, the customer retested his glucose using his contour meter and received a reading of 70 mg/dl. Since the customer was still symptomatic for high glucose, the nurse performed a comparative glucose test using another meter. The other meter read 450 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. The customer was treated with insulin. The country replaced the customer's test strips and meter. They were advised to return the test strips to the us for further eval.

Manufacturer narrative:
In some countries outside the us, customer info is not provided due to privacy laws.